Manufacturer narrative:
Submit date: 06/03/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze sponge. The customer states when ripped, the gauze do not tear clean and leave debris in the wound and or sterile field.

Manufacturer narrative:
Submit date: 10/03/2016. The device history record (DHR) for lot 16d012062 indicates that no defects were found in 48 samples inspected from the lot. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. The complaint shall be reopened if a sample is received. Due to no sample returned for evaluation, a root cause could not be determined. From the description given, a potential root cause could be the misuse of the product by the customer. The product is intended to be used as a 4x4 16ply sponge and not be ripped apart. If ripped apart, the gauze weave structure becomes compromised and broken. This can lead to fraying edges and small strings to be dislodged from the sponge. The department has attempted to reach out to the customer to educate the customer on the intended use of the product. If a sample is received this compliant will be reopened for further investigation. This information will be utilized for trending purposes to determine the need for corrective actions. The production department will be notified of this incident with a copy of this complaint response.